Manufacturer narrative:
Additional information was received that 3 months post-implant, prior to the implant of the 2nd valve, the patient was admitted to the emergency room with complaints of worsening dyspnea. A chest x-ray indicated mild congestive heart failure (chf). Diuretics were prescribed. Eleven months following implant the patient died. The cause of death was stroke. It was reported that the death was not related to the valve or its function nor was there any allegation that the valve contributed to the patient's death.(B)(4).

Event description:
Medtronic received information that immediately post implant of this transcatheter bioprosthetic valve; echocardiographic findings verified a moderate paravalvular aortic regurgitation. No treatment was given, event remains ongoing and will be monitored. Post-operative day 4, the patient's hospital stay was prolonged 2 days due to a bradycardia episode. The patient's medications were adjusted, issue remains ongoing and will continued to be monitored. No additional adverse patient effects have been reported. Device remains implanted. Additional information was received that, at the 3 month follow-up visit, the patient¿s echo showed moderate to severe aortic regurgitation. A decision was made to implant a second corevalve (valve in valve) resulting into a mild aortic regurgitation. No additional adverse patient effects have been reported. Devices remain implanted.

Manufacturer narrative:
A device history record review was not conducted as the reported information did not indicate a potential manufacturing issue. A rel ationship of the congestive heart failure to the device or procedure could not be determined with the limited information provided, although it was likely related to a patient condition. The report of death eleven months post-implant was reported to be unrelated to the valve or its function.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4). Location : hospital.